Event description:
Healthcare professional reported a patient was injected in the forehead and between the eyebrows with juvéderm vista volift xc, on the day of the injection, patient developed immediately "discolored skin around the injection site" and "blood flow disorder" due to "embolism". Hyaluronidase injection was administered as treatment. Days later, "mild redness" persisted but was resolving. The event is ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.